Manufacturer narrative:
Manufacturing reference number 3006705815-2023-02976. Should not have been reported as a medical device report (MDR) as surgical intervention is no longer planned to address this issue. Lead remains implanted.

Event description:
Additional information indicated that surgical intervention was not taken on this device and is no longer planned for this device. Lead remains implanted and functional.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-02975. It was reported that following a fall stimulation became ineffective. Reprogramming was attempted. X-rays were taken and showed that both leads had migrated one vertebral level. Surgical intervention may take place a later date to address this issue.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.